Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was plugging in their universal battery charger (ubc) into their camper and later on heard a pop and what smelled like smoke coming from the ubc. The ubc then alarmed and turned off.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) no longer functioning as intended was confirmed via analysis of the returned ubc. The returned ubc was evaluated by service depot and during testing the returned ubc was powered on and the unit booted up; however, upon powering on the unit, a red light illuminated on channels 2 and 3. The unit was then disassembled to inspect the internal components revealing that multiple components in channels 2 and 3 of the main printed circuit board (pcb) had become damaged; this would result in the red light illuminating on channels 2 and 3. A black residue was also observed surrounding the damaged components; this is consistent with the reported event of a smoke like smell coming from the ubc. Due to the observed damage to the pcb, no further testing was performed, and no repairs were performed. It was noted that the customer no longer wanted the unit back and it was agreed to scrap the damaged unit. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ubc instructions for use (rev. B) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do no resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the universal battery charger (ubc), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The ubc was shipped to the customer on 09sep2010. No further information was provided. The manufacturer is closing the file on this event.